Manufacturer narrative:
Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder. The initial reporter also notified the FDA on (B)(6) 2019. Medwatch report # mw5091480. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hole was discovered in tubing during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: it was reported a hole was noted in the piv tubing in the catheter system while flushing the catheter.

Event description:
It was reported that a hole was discovered in tubing during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: it was reported a hole was noted in the piv tubing in the catheter system while flusing the catheter.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10